Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was in use for one day. Customer's blood glucose ranged from 100-250 mg/dl. Reportedly, the cartridge was changed to address the event and insulin delivery was resumed.